Manufacturer narrative:
The 510(k) # is k082590.

Manufacturer narrative:
(B)(6) 2012: supplemental information: adverse event was omitted in error on the 3500a.

Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "error 5" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the product issue began on an unknown date and time during the last week of (B)(6), 2011. The patient advised that she uses an insulin pump as part of her diabetes management. The patient stated that because of the issue, she has experienced a delay in treating her diabetes. The patient stated that 10 minutes after the product issue began, she "developed low blood sugar symptoms: dizzy and shaky" and that these symptoms deteriorated while she attempted to test. The patient stated that she received no treatment for the product issue. During troubleshooting, the cca confirmed that the patient was using the proper testing technique, but could not resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.